Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 26x3mm, eccentric, de novo target lesion was located in the moderately tortuous and non-calcified mid right coronary artery. Following predilation, this 3.00x28mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: promus element plus, mr, ous 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent row 9 with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.